Event description:
During feeding tube insertion, as the physician was removing the tube out of the stomach incision, the introducer snapped, leaving the entire tube in the pt. Tube removed with a snare and a new tube inserted.